Event description:
Had cellulaze to treat outer thighs for cellulite. Now legs look like sack of potatoes. Cannot be repaired. We had the cynosure trainer come out and leave before the procedure was finished. The doctor was left to finish the treatment. Legs (outer thighs) are lumpy and have divet. Can not wear shorts and swimsuits. Live at beach.